Event description:
The patient's parent reported that her daughter sought medical attention at the hospital due to high blood glucose (bg) levels, high ketones, and irritation at the pod site, which included redness and pus. Medical attention was sought on (B)(6) 2025, and the daughter was hospitalized from 2 pm to 10 pm, the same day. Symptoms included high bg levels (400 mg/dl on thursday and 240 mg/dl on friday), high ketones (3.1mmol/l), nausea, and irritation at the pod site. The diagnosis was high ketones, and treatment included medication for nausea, intravenous (IV) fluids, and insulin administered via needle. The pod site was prepared with alcohol wipes, and the pod was removed normally. The pod was discarded at the hospital. The patient successfully resumed treatment with a new pod, and the daughter is doing better. The pod was worn between 36 and 48 hours on the arm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 17.5 smartphone hardware: iphone14.7 cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.